Manufacturer narrative:
On (B)(6) 2020, abaxis was contacted by a customer lab that they are seeing low potassium (k+) patient results using their piccolo xpress analyzer serial number (B)(4). Customer also indicated there was a temperature error observed on the analyzer prior to receiving the low k+ results and that the analyzer filter was dirty with white looking dust. When asked by abaxis technical support if there was a humidifier nearby the analyzer, the customer responded there was. Abaxis technical support let customer know that this would be due to the humidifier nearby and to return instrument back to abaxis for service. After lab noticed the issue on multiple patient results, they ran their own study and received the following results: k+ 3.7 (3.6-5.1) mmol/l vs outside lab 4.5 mmol/l, k+ 3.0* (3.6-5.1) mmol/l vs outside lab 4.0 mmol/l, k+ 3.6* (3.6-5.1) mmol/l vs outside lab 4.7 mmol/l. The first few patients were treated since clinic thought they were truly low but no patient impact was reported by the clinic because of treatment. Investigation into the returned analyzer confirmed low k+ reading using control lots. Humidity residue was evident in rotor chamber of anallyzer and other sub-assay pc boards due to the humidifier kept by customer nearby analyzer. A look into extracted files from analyzer also showed a sudden drop in flash throughput and an increase in temperature. Lamp failed for low adc. Abaxis' repairs team cleaned all humidity residue and optics assay as well as replaced lamp. Repaired analyzer passed post evaluation testing and recovered all analytes in range. Repaired analyzer was returned to customer and customer confirmed no additional issues since receipt.

Event description:
Low potassium (k+) patient results.